Manufacturer narrative:
(B) (4): the instrument was returned for eval. Review of the implant set screw interface surfaces reveals one set screw with rod interface witness marks typical of full tightening; the other set screw displays atypical set screw rod interface witness marks. A review of the device history records did not identify any applicable nonconformance to spec.

Event description:
It was reported that a pt underwent surgery using rods screws and connectors. Approx one month post-op, the pt complained of having a lump in her back. X-rays revealed that the connector had disengaged from the rod. Revision surgery was performed two days later to remove the connector and replace with a new connector.